Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned with the cam broken, empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the clips would not advance. After decontamination of the device, the nurse tried to free it and clips were released in a mess. Another device was used. Procedure: gall bladder. There was no patient consequence.